Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Implant compatibility is not relevant to this investigation as the reported event is related to an instrument. Complaint history review was not performed. Although the reporter of this complaint states that the cause of the fractured instrument was use error, it is not possible to draw this conclusion with the information provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is indicated that the product will not be returned to zimmer biomet for investigation, as specific information regarding this even can be received from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a trauma fixation procedure, the drill bit broke off in the drill guide. Attempts have been made to retrieve additional information and no further information can be provided for this event.